Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 1 month post-implant, it was reported that on (B)(6) 2016 the patient experienced a low speed advisory alarm. The patient was asymptomatic. The patient visited the hospital and a pump stoppage was noted in the system controller history file. The system controller was exchanged. On (B)(6) 2016, x-rays were completed and no visual damage was seen. On (B)(6) 2016, it was reported that the patient was discharged home with a non-grounded power module patient cable. A short to shield of the driveline internal to the patient is suspected. No further information was provided.

Event description:
Additional information: it was reported that the patient received a heart transplant on (B)(6) 2016. The patient was on the high urgent transplant list, because of previous experienced pump stoppages. Patient was at home with non-grounded patient cable. It was reported that the heart transplant went well. The pump was explanted, but will not be returned.

Manufacturer narrative:
The pump was explanted and not returned for evaluation. The system controller was returned for evaluation. The report of low speed alarms and pump stoppages was confirmed based on the information contained in the submitted system controller log file. An internal driveline compromise was suspected; however, no areas of potential shield breakdown were identified during the evaluation of the submitted internal driveline x-ray images. The returned system controller was found to function as intended throughout analysis. A full functional test was performed and the system controller passed all test steps. The system controller operated for an extended period of time while connected to a mock circulatory loop with no atypical events or alarms noted. Atypical pump stoppages were not observed or reproduced during the evaluation. A root cause for the events captured in the log file could not be conclusively determined without a full evaluation of the device. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.